Manufacturer narrative:
Asp complaint ref #: (B)(4).

Event description:
A customer reported they are using cidex® opa solution to manually clean and high-level disinfect their endoscopes and may not be properly rinsing the scopes according to the instructions for use (IFU). There are no serious injuries reported. The customer stated after cleaning and high-level disinfecting with cidex® opa solution, their scopes are then removed from the solution and are rinsed by completely immersing in sterile water for 5 minutes and rinsed one time only. Per cidex® opa IFU: ¿keep the device totally immersed for a minimum of 1 minute in duration¿ and ¿three (3) separate, large volume water immersion rinses are required". In this event, there were no reports of patients affected from improperly rinsed devices; however, the customer was not following the IFU and only rinsed the scopes one time instead of three. As a matter of policy, asp has decided to report cases when there is patient contact with a medical instrument that was not cleaned or rinsed properly per the cidex® opa solution. The customer will be re-trained to follow the IFU for proper rinsing of their devices after use with cidex® opa solution.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), complaint trending, system risk analysis (sra), and supplier product evaluation. A DHR review was not performed since the issue was determined to be related to user error. Complaint trending was not reviewed since the issue was determined to be user error. The sra shows the risk for exposure to toxic or corrosive material to be "low." The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was user error and failure to follow instructions. The customer was not rinsing according to the instructions for use (IFU) and has since been re-trained. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).